Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
An angiodynamics' distributor reported that this 19cm solero applicator tip detached during the warming test in chilled saline as instructed by the dfu supplied with this product. The device was set aside and a new of the same device was tested prior to the procedure as required with no reported issues. The procedure was successfully completed with the second solero probe. There was no patient involvement, harm, or adverse event reported by the end user as the issue occurred outside of the body. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was a 19cm solero probe. As received, the probe ceramic tip was returned in two pieces. The reported complaint description is confirmed. Evaluation of the probe by angiodynamics' manufacturing engineer for this product was performed. The evaluation of the device concluded that the condition of the fracture site indicates a thermal event occurred with sufficient temperature to cause the center conductor to fail and the ceramic tip to break. Although the complaint description is confirmed, a root cause for the event could not be determined. A review of the device history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).